Event description:
It was reported that the distal tip of the recanalization catheter appeared to be off center; therefore, the guide wire would not exit it. Another recanalization catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcwh10028. The device was returned. The investigation is confirmed for a material twisting as the guide wire lumen was observed to be twisted around the core wire. The investigation is confirmed for material separation. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.